Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2005, c-section in 1996, atopic dermatitis (not recovered prior to essure), anemia, menopause, dysfunctional uterine bleeding, uterine leiomyoma, uterine fibroid, anemia and menometrorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2016, ibuprofen in 2013 and medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to 2013. In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric condition: depression/ psych injury") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax) and surgery (da vinci laparoscopic total hysterectomy with left ovarian cystectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, dysmenorrhoea, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal information: plaintiff reported essure was not removed and not planning to remove essure, but in below in pfs essure removal details were received. Discrepancy noted in essure removal date- (B)(6) 2016 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Batch no b60753 production date 2013-08-15 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture/pieces of essure coil') and pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2005, c-section in 1996, atopic dermatitis (not recovered prior to essure), anemia, menopause, dysfunctional uterine bleeding, uterine leiomyoma, uterine fibroid, anemia, menometrorrhagia and metrorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2016, ibuprofen in 2013 and medroxyprogesterone acetate (depo-provera) (B)(6) -2013 to 2013. In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric condition: depression/ psych injury") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax) and surgery (da vinci laparoscopic total hysterectomy with left ovarian cystectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, dysmenorrhoea, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal information: plaintiff reported essure was not removed and not planning to remove essure, but in below in pfs essure removal details were received. Discrepancy noted in essure removal date-(B)(6) 2016 and (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, device breakage batch no b60753 production date 2013-08-15 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter information, medical history added. Only imrdf/codes error changes done. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2005, c-section in 1996, atopic dermatitis (not recovered prior to essure), anemia, menopause, dysfunctional uterine bleeding, uterine leiomyoma, uterine fibroid, anemia and menometrorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2016, ibuprofen in 2013 and medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric condition: depression/ psych injury") and anxiety ("psychological or psychiatric condition: mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax) and surgery (da vinci laparoscopic total hysterectomy with left ovarian cystectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, dysmenorrhoea, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal information: plaintiff reported essure was not removed and not planning to remove essure, but in below in pfs essure removal details were received. Discrepancy noted in essure removal date- (B)(6) 2016 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : event "fracture" added. Lot number added. Outcome updated for events pelvic pain, menorrhagia, vaginal haemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2005, c-section in 1996, atopic dermatitis (not recovered prior to essure), anemia, menopause, dysfunctional uterine bleeding, uterine leiomyoma, uterine fibroid, anemia and menometrorrhagia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2016, ibuprofen in 2013 and medroxyprogesterone acetate (depo-provera)1-(B)(6) 2013 to 2013. In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with alprazolam (xanax) and surgery (da vinci laparoscopic total hysterectomy with left ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal information: plaintiff reported essure was not removed and not planning to remove essure, but in below in pfs essure removal details were received. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, psychological or psychiatric condition: depression mental and anguish, dysmenorrhea (cramping) were added. Patient's medical history, concomitant medications were added. Laboratory data was added. Removal details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.